Manufacturer narrative:
The device is not available to manufacturer.

Event description:
It was reported that during preparation when the guidewire (subject device) was removed from the protective sheath and soiled in heparinized ssn, the separation of the ptfe (polytetrafluoroethylene) was observed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during preparation when the guidewire (subject device) was removed from the protective sheath and soiled in heparinized ssn, the separation of the ptfe (polytetrafluoroethylene) was observed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guide wire distal tip was noted to have been slightly shaped, the guidewire was noted to be kinked/bent at 74.5cm from the proximal end, and the hydrophilic coating section of the guidewire was noted to be damaged. A functional test was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when the subject guidewire was removed from the protective sheath and soaked in heparinized ssn, separation of the ptfe (polytetrafluoroethylene) coating was observed. No additional information was provided. During analysis, the guidewire was noted to be kinked/bent at 74.5cm from the proximal end. The hydrophilic coating section of the guidewire was noted to be damaged. No issues were noted to the ptfe (polytetrafluoroethylene) coating. Therefore, the as reported 'guidewire ptfe coating peeling' was not confirmed since the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire kinked/bent' since this defect is associated with handling of the product upon removal of the product from the packaging or preparation of the product prior to use. The cause of the hydrophilic coating damage could not be definitively determined based on analysis and the information provided. Therefore, an assignable cause of undeterminable will be assigned to the as analyzed 'hydrophilic coating peeling' since review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.